Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe plastipak 3ml s/su had a deformed plunger. The following information was provided by the initial reporter: "plunger defect observed."

Event description:
It was reported bd syringe plastipak 3ml s/su had a deformed plunger. The following information was provided by the initial reporter: "plunger defect observed."

Manufacturer narrative:
H6: investigation summary photo received for investigation. Upon visual inspection, a jammed stopper is observed. A device history review was performed for lot 1089811, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The possible root cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h10.